Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display was blank. Customer blood glucose reading was unknown. Customer inserted new battery but the pump did not turn on. Insulin pump will not be returning for analysis.